Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), a stent dislodgement occurred. The 80% stenosed lesion was located in the calcified and tortuous left brachial artery. Following pre-dilatation of the lesion, the physician attempted to load the wallstent unistep plus 10mm x 39mm x 75mm stent delivery system onto the guide wire, however, the device was unable to be advanced. Upon applying force in an effort to advance the stent delivery system, the stent's sheath slid backward exposing the stent and the stent dislodged from the stent delivery system outside of the patient. The procedure was completed with another of the same device. No patient injuries or complications were noted. The patient's status is reported as "good".